Event description:
The customer contacted stryker to report that their device was shutting down after boot up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker technician reseated the device's internal pcbs and connectors, and replaced the battery contact pcb to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.